Event description:
It was reported that the patient presented in clinic for implant procedure. The physician attempted to place the lead into the left coronary vein (lcv) but was unsuccessful due to capture issues. The physician elected to discard the lcv lead and implant a new lead into the right ventricle. The patient was stable.

Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.